Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous right coronary artery (rca). An 8x3.0mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. The lesion was dilated with an unspecified balloon but the sds still could not cross and it was noted that the stent got damaged. The procedure was completed with a different device. There were no patient complications and the patient's current condition is listed as "good".

Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)